Manufacturer narrative:
The device was returned to the MFR for eval. Based on the investigation details, corrosion was found in the motor and the trigger assembly was sticky. The device was repaired and returned to the account.

Event description:
During the repair process in house, it was determined that the trigger assembly was sticking. There was no pt involvement and no adverse consequences associated with this event.